Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were occlusion alarms observed in the alarm history on (B)(6) 2012. No data in the black box from the time of the occlusion alarms due to continued use. Daily insulin delivery totals correctly reflected programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. There was no defect found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized for 3 or 4 days in (B)(6) 2012. The patient reportedly woke up with vomiting, dka and high blood glucose levels, and was admitted to the hospital. The reporter indicated that the cannula was found to be bent, but the pump never emitted an occlusion alarm. This report is being made based on the indication that the patient experienced an adverse event and the pump did not alarm as expected.